Manufacturer narrative:
Concomitant medical products: 4194 lead, implanted: (B)(6) 2006; 5076 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had non physiologic noise, oversensing, electromagnetic interference and possible lead to lead interaction. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.